Event description:
The customer reported a blank display after changing the battery. Prior to the blank display, the insulin pump alarmed off no power. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the off no power alarm due to the blank display.